Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during a simulated synchronized cardioversion event, their device would not discharge energy when the shock button was pressed and held. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the shock button would not respond when pressed under any scenario.